Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus/malposition of essure device location of device: uterus') in a (B)(6) year-old female patient who had essure (batch no. A63341) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included post procedural drainage. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 3 days after insertion of essure. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdomen pain / pain"). The patient was treated with surgery (surgical removal of coil(s).). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: 10 coils were seen and excellent hemostasis was noted on right side. Approximately 3 coils were seen on the left and excellent hemostasis was noted on left side. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2013: no definite evidence of retained surgical instrument or foreign body. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded, failure to occlude (close) fallopian tubes, malposition of essure device. Malpositioned left-sided essure device located within the uterine cavity with patent left fallopian tube. Left essure failed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: pfs and mr received. Reporters information updated. Event: injury were updated to abnormal bleeding (vaginal). New events:menorrhagia), malposition of essure device location of device: uterus, dysmenorrhea (cramping), tubal ligation, surgery (other) type of surgery: removal of essure, pain were added. Lab data, medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: inferior to liver / dislocation and migration of the right essure coil to the subhepatic right upper quadrant'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('miscarriage') and genital haemorrhage ('heavy abnormal bleeding') in a 29-year-old female patient who had essure (batch no. B09704) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included hypertension, anemia, blood dyscrasia, airway complication of anesthesia, coronary artery disease, infection mrsa, seizures, sickle cell anemia, systemic lupus erythematosus, tubal ligation, cesarean section, uterine dilation and curettage, pap smear abnormal, asthma, breast disorder, chronic kidney disease, diabetes mellitus, herpes simplex, hiv infection, infertility, hepatic disease, systemic lupus erythematosus, thyroid disorder, trauma, varicosity, abdominal pain, lower abdominal tenderness, tenosynovitis, vaginal discharge, de quervain's tenosynovitis, premature delivery, anaemia of pregnancy, polyhydramnios, parity 5 (date of live births: (B)(6) 2006, (B)(6) 2010, (B)(6) 2010, (B)(6) 2013, (B)(6) 2018.), fetal tachycardia, twin pregnancy, premature uterine contractions, recurrent abortion and cervical dilatation. Ob history: term (B)(6) 2006 40w0d vaginal, spontaneous delivery. A preterm (B)(6) 2010 23w6d vaginal spontaneous delivery . B preterm (B)(6) 2010 23w6d vaginal spontaneous delivery. Term (B)(6) 2010 38w0d vaginal spontaneous delivery. A preterm (B)(6) 2013 34w2d vaginal spontaneous delivery. B preterm (B)(6) 2013 34w2d vaginal spontaneous delivery. Concurrent conditions included postpartum depression since 2010, nausea, vomiting, breast mass, uterine cervical motion tenderness, ovarian cyst, swelling abdomen, syncope, menstrual disorder nos, vitamin b12 deficiency, rubber sensitivity, urinary frequency, hemiparesis, chest pain, abnormal touch sensation, vision decreased, hemianaesthesia, circulatory collapse, bacterial vaginosis, cystitis, hesitancy, flank pain and frequency urinary. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as etonogestrel (nexplanon) and methotrexate. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain / pain"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("depression"), anxiety ("mental anguish"), migraine ("psychological or psychiatric problmes - conditions: migraines"), headache ("psychological or psychiatric problmes - conditions: headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleding (menorrhagia)"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years after insertion of essure. On (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and dysuria ("bladder or urinary problems or changes dysuria"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal infection, depression, anxiety, migraine, headache, dysmenorrhoea, vaginal haemorrhage, menorrhagia and dysuria outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, anxiety, depression, device dislocation, dysmenorrhoea, dysuria, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: the patient did not have her essure removed. Plaintiff experienced other pregnancy that was captured in case (B)(4).. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded (total bilateral occlusion).. Ultrasound pelvis - on (B)(6) 2015: irregular intrauterine saclike structure or trapped fluid with adjacent tiny cystic focus. A well-formed gestational sac, fetal pole, and yolk sac are not demonstrated. A very early pregnancy, failed pregnancy, and ectopic. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, headache, miscarriage, pregnancy with contraceptive device, abdominal pain lower, vaginal pain, vaginal bleeding, dysuria, migraines, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-jul-2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus /malposition of essure device location of device: uterus / failure to occlude (close) fallopian tube') in a 39-year-old female patient who had essure (batch no. A63341) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension since 2009, stroke since 2006, neurological disorder nos since 2006 and post procedural drainage. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"), 2 days after insertion of essure. On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced abdominal pain lower ("lower abdomen pain / pain"). On an unknown date, the patient experienced complication of device insertion ("left essure failed procedure"). The patient was treated with acetylsalicylic acid (aspirin), atenolol, hydrochlorothiazide, lisinopril and surgery (surgical removal of coil(s).). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion and complication of device insertion outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain lower and pelvic pain had resolved. The reporter considered abdominal pain lower, complication of device insertion, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 10 coils were seen and excellent hemostasis was noted on right side.approximately 3 coils were seen on the left and excellent hemostasis was noted on left side. The patient underwent tubal ligation on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2013: no definite evidence of retained surgical instrument or foreign body.. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded, failure to occlude (close) fallopian tubes, malposition of essure device. Malpositioned left-sided essure device located within the uterine cavity with patent left fallopian tube. Left essure failed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: pfs received. Event lower abdomen pain / pain outcome updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus /malposition of essure device location of device: uterus') in a 39-year-old female patient who had essure (batch no. A63341) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included post procedural drainage. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 3 days after insertion of essure. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdomen pain / pain"). The patient was treated with surgery (surgical removal of coil(s).). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: 10 coils were seen and excellent hemostasis was noted on right side.approximately 3 coils were seen on the left and excellent hemostasis was noted on left side. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2013: no definite evidence of retained surgical instrument or foreign body.. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded, failure to occlude (close) fallopian tubes, malposition of essure device. Malpositioned left-sided essure device located within the uterine cavity with patent left fallopian tube. Left essure failed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.